Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to observations of oversensing and pacing inhibition (no asystole). During the revision procedure, they were unable to remove the lead from the header of the device, as they had been implanted together since 2008. Subsequently, the device was also explanted and replaced. No adverse patient effects were reported.